Manufacturer narrative:
The complainant was unable to report the device batch number; therefore the manufacture date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during an achalasia dilation procedure performed in the gastro oesophageal junction (goj) on (B)(6) 2020. According to the complainant, during the procedure, the balloon was noted to be inflated and deflated successfully; however, the needle of the gauge was stuck at about mid level. The procedure was completed with this device. There were no patient complications reported as a result of this event.